Manufacturer narrative:
Results: other (root cause unknown). None (no device returned). No results available since no evaluation performed (device or procedural images not provided for review). Conclusion: other (root cause unknown). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
The physician was attempting to treat a lesion using an in.pact pacific paclitaxel-eluting balloon catheter. During an attempt to inflate the balloon at the lesion site, the physician noted that the balloon did not inflate fully. A waist was noted in the balloon. There were no adverse events associated with this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunction.

Manufacturer narrative:
Components/subassembly failure - balloon folding problem. Device failure directly contributed to event - balloon folding problem.

Event description:
Device evaluation: the device was returned to manufacturing facility for evaluation. The visual inspection carried out on the device showed the balloon twisted at approximately 55 mm from the tip. The tactile inspection did not report any pressure marks, kinks or other abnormalities on the device. The guide wire 0.018" was easily advanced for all catheter length. Negative pressure was applied on the balloon through a manometer syringe, the test passed because no bubbles emerged in the syringe. Afterwards the balloon was inflated sequentially at: - 2 bar the balloon kept showing several wrinkles in the twisted point found during the visual inspection. It was possible to note a deformation in the profile of the balloon. - 4 bar the balloon kept showing several wrinkles in the twisted point found during the visual inspection. It was possible to note a deformation in the profile of the balloon. - 8 bar the balloon is fully inflated, wrinkles were still visible in the twisted point. The balloon was then completely deflated and it kept showing wrinkles in the former twisted point. The balloon profiles are in accordance with product specifications.